Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("potential nickel allergy"), neurological symptom ("neurological symptoms with no precise diagnosis, with exacerbation since bilateral essure placement"), pituitary tumour benign ("prolactin-secreting pituitary adenoma 4mm increased"), leukoencephalopathy ("probable periventricular ischaemic white-matter disease at the supratentorial level") and optic neuritis ("ocular disorders, eyes pain (neuritis), pain in left eye, with exacerbation since bilateral essure placement") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child) in 2015. She has no other (besides the adenoma) major medical history and is not currently on any medication, no cardiovascular risk factors, no history of neurological disorders. Concurrent conditions included prolactin-producing pituitary tumor (prolactin-secreting pituitary adenoma initially 4mm discovered following childbirth with yearly laboratory monitoring, the most recent result of which showed an increase) since 2015, headache, paraesthesia (fluctuating tingling sensation on the left side of chest) since (B)(6) 2015, dysaesthesia (fluctuating dysaesthesia of left upper limb and left side of face) since (B)(6) 2015, optic neuritis and nonsmoker. Concomitant products included anesthetics, general from (B)(6) 2017 to (B)(6) 2017 for medical device removal. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced neurological symptom (seriousness criterion medically significant), optic neuritis (seriousness criterion medically significant), dysaesthesia ("dysaesthesia in the left brachiocephalic, over the entire left lower limb, with exacerbation since bilateral essure placement"), dizziness ("onset of dizziness with blurred vision") and vision blurred ("onset of dizziness with blurred vision"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), leukoencephalopathy (seriousness criterion medically significant), headache ("headache, left retro-ocular headache with pain on mobilisation of the eye, related to asthenia, with exacerbation since bilateral essure placement"), paraesthesia ("paraesthesia in limbs, with exacerbation since bilateral essure placement"), anxiety ("anxiety"), hypoaesthesia ("epicritic hypo-aesthesia in the left upper limb, with exacerbation since bilateral essure placement"), asthenia ("asthenia"), stress ("stress"), facial pain ("pain radiating to the right side of face") and nausea ("frequent nausea") and was found to have pituitary tumour benign (seriousness criterion medically significant), quality of life decreased ("patient's quality of life was changed") and weight decreased ("weight loss of 4 kg in 2 months"). The patient was treated with lonarid n (prontalgine) and surgery (on (B)(6) 2017, laparoscopic retrograde bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, neurological symptom, pituitary tumour benign, leukoencephalopathy, optic neuritis, quality of life decreased, headache, dysaesthesia, paraesthesia, dizziness, anxiety, weight decreased, hypoaesthesia, vision blurred, asthenia, stress, facial pain and nausea outcome was unknown. The reporter provided no causality assessment for allergy to metals, anxiety, asthenia, dizziness, dysaesthesia, facial pain, headache, hypoaesthesia, leukoencephalopathy, nausea, neurological symptom, optic neuritis, paraesthesia, pituitary tumour benign, quality of life decreased, stress, vision blurred and weight decreased with essure. The reporter commented: physician stated in report of visit of (B)(6) 2016, patient currently has fluctuating non-specific dysaesthesia on the left half of her body. It is difficult to make a formal diagnosis of an inflammatory episode since the symptoms seem to have progressed over the past year and seem to have worsened in the past two weeks in a context of stress. On (B)(6) 2019 it was reported that one physician was questioning himself about a potential nickel allergy and about causality with essure. Diagnostic results (normal ranges are provided in parenthesis if available): electromyogram - in 2016: results: no findings. Ultrasound doppler - in 2016: assessment: normal results: normal. Diagnostic results: on (B)(6) 2016: brain MRI: probable periventricular ischaemic white-matter disease at the supratentorial level. Demyelinating injury of white matter seemed less likely. No active cerebral parenchymal abnormality. In 2016: neurological examination: no discernible sensory or motor deficit, deep tendon reflexes were slightly brisk, but diffuse, with no pyramidal syndrome, no babinski or hoffman sign, no cerebellar syndrome and no abnormality of cranial pairs. In 2016: eye examination: entirely reassuring and ruled out possible retrobulbar optic neuritis. On (B)(6) 2016: spinal MRI due to pain radiating to the right side of face: no abnormal signals on bone structures. The was no vertebral compression or recession of common posterior wall of vertebral body. The signal on the spinal cord was perfectly homogeneous along its entire course with no significant intramedullary hypersignal. On (B)(6) 2017: laparoscopy for essure removal: exploration of the peritoneal cavity did not find any perforation or sub-peritoneal migration of the inserts, retrograde bilateral salpingectomy was performed leading to removal of both inserts in their entirety quality-safety evaluation of ptc: a product quality defect could not be confirmed but was considered plausible. However, based on the available information and nature of the reported medical events a causal relationship is not plausible. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Most recent follow-up information incorporated above includes: on (B)(6) 2019: it was reported that one physician was questioning himself about a potential nickel allergy and about causality with essure. Event "salpingectomy for removal of essure" was deleted and criterion intervention required was ticked on the event "potential nickel allergy". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 14-dec-2016. The most recent information was received on 21-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('potential nickel allergy'), neurological symptom ('neurological symptoms with no precise diagnosis, with exacerbation since bilateral essure placement'), pituitary tumour benign ('prolactin-secreting pituitary adenoma 4mm increased'), leukoencephalopathy ('probable periventricular ischaemic white-matter disease at the supratentorial level') and optic neuritis ('ocular disorders, eyes pain (neuritis), pain in left eye, with exacerbation since bilateral essure placement') in a 41-year-old female patient who had essure (batch no. D72013) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child) in 2015. She has no other major medical history (besides the pituitary adenoma) and was not currently on any medication, no cardiovascular risk factors, no history of neurological disorders. Concurrent conditions included paraesthesia (fluctuating tingling sensation on the left side of chest) since (B)(6) 2015, dysaesthesia (fluctuating dysaesthesia of left upper limb and left side of face) since (B)(6) 2015, prolactin-producing pituitary tumor (prolactin-secreting pituitary adenoma initially 4mm discovered following childbirth with yearly laboratory monitoring, the most recent result of which showed an increase) since 2015, headache, optic neuritis and nonsmoker. Concomitant products included anesthetics, general from (B)(6) 2017 for medical device removal. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced headache ("headache, left retro-ocular headache with pain on mobilisation of the eye, related to asthenia, with exacerbation since bilateral essure placement"), myalgia ("muscle pain"), arthralgia ("joint pain"), dyspepsia ("burning sensation in stomach"), hiatus hernia ("hiatus hernia") and tingling ("tingling"). In (B)(6) 2016, the patient experienced neurological symptom (seriousness criterion medically significant), optic neuritis (seriousness criterion medically significant), dysaesthesia ("dysaesthesia in the left brachiocephalic, over the entire left lower limb, with exacerbation since bilateral essure placement"), dizziness ("onset of dizziness with blurred vision") and vision blurred ("onset of dizziness with blurred vision"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), leukoencephalopathy (seriousness criterion medically significant), paraesthesia of limbs ("paraesthesia in limbs, with exacerbation since bilateral essure placement"), anxiety ("anxiety"), hypoaesthesia ("epicritic hypo-aesthesia in the left upper limb, with exacerbation since bilateral essure placement"), asthenia ("asthenia"), stress ("stress"), facial pain ("pain radiating to the right side of face") and nausea ("frequent nausea") and was found to have pituitary tumour benign (seriousness criterion medically significant), quality of life decreased ("patient's quality of life was changed") and weight decreased ("weight loss of 4 kg in 2 months"). The patient was treated with analgesics and surgery (laparoscopic retrograde bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the neurological symptom, headache, dizziness, myalgia, arthralgia, dyspepsia, hiatus hernia and tingling had resolved. At the time of the report, the allergy to metals, pituitary tumour benign, leukoencephalopathy, optic neuritis, quality of life decreased, dysaesthesia, paraesthesia of limbs, anxiety, weight decreased, hypoaesthesia, vision blurred, asthenia, stress, facial pain and nausea outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, asthenia, dizziness, dysaesthesia, dyspepsia, facial pain, headache, hiatus hernia, hypoaesthesia, leukoencephalopathy, myalgia, nausea, neurological symptom, optic neuritis, pituitary tumour benign, quality of life decreased, stress, tingling, vision blurred, weight decreased and paraesthesia of limbs with essure. The reporter considered allergy to metals to be related to essure. The reporter commented: physician stated in report of visit of (B)(6) 2016, patient currently has fluctuating non-specific dysaesthesia on the left half of her body. It is difficult to make a formal diagnosis of an inflammatory episode since the symptoms seem to have progressed over the past year and seem to have worsened in the past two weeks in a context of stress. On (B)(6) 2019 it was reported that one physician was questioning himself about a potential nickel allergy and about causality with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Electromyogram - in 2016: no findings. Laparoscopy - on (B)(6) 2017: exploration of the peritoneal cavity did not find any perforation or sub-peritoneal migration of the inserts, retrograde bilateral salpingectomy was performed leading to removal of both inserts in their entirety. Neurological examination - in 2016: no discernible sensory or motor deficit, deep tendon reflexes were slightly brisk, but diffuse, with no pyramidal syndrome, no babinski or hoffman sign, no cerebellar syndrome and no abnormality of cranial nerve pairs. Nuclear magnetic resonance imaging brain - on (B)(6) 2016: probable periventricular ischaemic white-matter disease at the supratentorial level. Demyelinating injury of white matter seemed less likely. No active cerebral parenchymal abnormality. Ultrasound doppler - in 2016: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of medical device removal ("salpingectomy for removal of essure"), neurological symptom ("neurological symptoms with no precise diagnosis, with exacerbation since bilateral essure placement"), pituitary tumour benign ("prolactin-secreting pituitary adenoma 4mm increased"), leukoencephalopathy ("probable periventricular ischaemic white-matter disease at the supratentorial level") and optic neuritis ("ocular disorders, eyes pain (neuritis), pain in left eye, with exacerbation since bilateral essure placement") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included normal delivery (live child) in 2015, pituitary adenoma (prolactin-secreting pituitary adenoma initially 4mm discovered following childbirth with yearly laboratory monitoring, the most recent result of which showed an increase) in 2015, headache, paraesthesia (fluctuating tingling sensation on the left side of chest) in (B)(6) 2015, dysaesthesia (fluctuating dysaesthesia of left upper limb and left side of face) in (B)(6) 2015 and optic neuritis. She has no other (besides the adenoma) major medical history and is not currently on any medication, no cardiovascular risk factors, no history of neurological disorders. Concurrent conditions included nonsmoker. Concomitant products included anesthetics and general on (B)(6) 2017 for medical device removal. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), neurological symptom (seriousness criterion medically significant), optic neuritis (seriousness criterion medically significant), quality of life decreased ("patient's quality of life was changed"), dysaesthesia ("dysaesthesia in the left brachiocephalic, over the entire left lower limb, with exacerbation since bilateral essure placement"), dizziness ("onset of dizziness with blurred vision") and vision blurred ("onset of dizziness with blurred vision"). In (B)(6) 2016, the patient experienced medical device removal (seriousness criteria medically significant and intervention required), neurological symptom (seriousness criterion medically significant), optic neuritis (seriousness criterion medically significant), quality of life decreased ("patient's quality of life was changed"), dysaesthesia ("dysaesthesia in the left brachiocephalic, over the entire left lower limb, with exacerbation since bilateral essure placement"), dizziness ("onset of dizziness with blurred vision") and vision blurred ("onset of dizziness with blurred vision"). On an unknown date, the patient experienced pituitary tumour benign (seriousness criterion medically significant), leukoencephalopathy (seriousness criterion medically significant), headache ("headache, left retro-ocular headache with pain on mobilisation of the eye, related to asthenia, with exacerbation since bilateral essure placement"), paraesthesia ("paraesthesia in limbs, with exacerbation since bilateral essure placement"), anxiety ("anxiety"), weight decreased ("weight loss of 4 kg in 2 months"), hypoaesthesia ("epicritic hypo-aesthesia in the left upper limb, with exacerbation since bilateral essure placement"), asthenia ("asthenia"), stress ("stress") and facial pain ("pain radiating to the right side of face"). The patient was treated with lonarid n (prontalgine) and surgery (on (B)(6) 2017, laparoscopic retrograde bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, neurological symptom, pituitary tumour benign, leukoencephalopathy, optic neuritis, quality of life decreased, headache, dysaesthesia, paraesthesia, dizziness, anxiety, weight decreased, hypoaesthesia, vision blurred, asthenia, stress and facial pain outcome was unknown. The reporter provided no causality assessment for anxiety, asthenia, dizziness, dysaesthesia, facial pain, headache, hypoaesthesia, leukoencephalopathy, medical device removal, neurological symptom, optic neuritis, paraesthesia, pituitary tumour benign, quality of life decreased, stress, vision blurred and weight decreased with essure. The reporter commented: physician stated in report of visit of (B)(6) 2016, patient currently has fluctuating non-specific dysaesthesia on the left half of her body. It is difficult to make a formal diagnosis of an inflammatory episode since the symptoms seem to have progressed over the past year and seem to have worsened in the past two weeks in a context of stress. Diagnostic results (normal ranges are provided in parenthesis if available): electromyogram - in 2016: no findings. Ultrasound doppler - in 2016: normal (normal). On (B)(6) 2016: brain MRI: probable periventricular ischaemic white-matter disease at the supratentorial level. Demyelinating injury of white matter seemed less likely. No active cerebral parenchymal abnormality. In 2016: neurological examination: no discernible sensory or motor deficit, deep tendon reflexes were slightly brisk, but diffuse, with no pyramidal syndrome, no babinski or hoffman sign, no cerebellar syndrome and no abnormality of cranial pairs. In 2016: eye examination: entirely reassuring and ruled out possible retrobulbar optic neuritis. On (B)(6) 2016: spinal MRI due to pain radiating to the right side of face: no abnormal signals on bone structures. The was no vertebral compression or recession of common posterior wall of vertebral body. The signal on the spinal cord was perfectly homogeneous along its entire course with no significant intramedullary hypersignal. On (B)(6) 2017: laparoscopy for essure removal: exploration of the peritoneal cavity did not find any perforation or sub-peritoneal migration of the inserts, retrograde bilateral salpingectomy was performed leading to removal of both inserts in their entirety. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 04-apr-2017 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: a product quality defect could not be confirmed but was considered plausible. However, based on the available information and nature of the reported medical events a causal relationship is not plausible. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Most recent follow-up information incorporated above includes: on 28-mar-2017: medical records:female (B)(6) with history of prolactin-secreting pituitary adenoma 4mm now increased. She had neurol. Symptoms (start in (B)(6) 2015), i.e. Headache, paraesthesia in limbs, eye pain (neuritis), with exacerbation since bilateral placement of essure tubal inserts in (B)(6) 2016 and requested removal of inserts. In (B)(6) 2016: experienced left retro-ocular headache with pain on mobilisation of the eye and blurred vision at the end of the day, related to asthenia. She had stress. In (B)(6) 2016 visit, facial pain, check of doppler, MRI result: probable. White matter disease, since last visit, dysaesthesia in the left brachiocephalic region has persisted with fluctuating symptoms, fluctuating epicritic hypo-aesthesia in the left upper limb, accompanied by reportedly vice-like headache every day, with quite frequent nausea and anxiety, probably the cause of weight loss of 4 kg in 2 months. Neurological exami no sensory or motor deficit. On (B)(6) 2017, essure removal on pts request. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced neurological symptoms with no precise diagnosis, with exacerbation since bilateral essure placement (interpreted as neurological symptom), her prolactin-secreting pituitary adenoma 4mm increased (pituitary tumour benign), ocular disorders, eyes pain, pain in left eye (optic neuritis) and her brain MRI showed probable periventricular ischaemic white-matter disease at the supratentorial level (leukoencephalopathy). A bilateral salpingectomy with removal of inserts was performed as per patient's request, approximately 11 months after the insertion. Medical device removal is anticipated according to essure's reference safety information, whereas other events are unanticipated. Patient has a recent history of neurologic symptoms which corroborates with her suspect of leukoencephalopathy and with her pituitary adenoma itself. Moreover, considering the mechanical (non-pharmacological), local action of essure at fallopian tubes, it is highly unlikely that neurological symptom, pituitary tumour benign, optic neuritis and leukoencephalopathy could be related to essure. A causal relationship between medical device removal and essure cannot be excluded. Hence, the case was regarded as incident. In addition, non-serious events were reported. A product quality defect could not be confirmed but was considered plausible. No further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("potential nickel allergy"), neurological symptom ("neurological symptoms with no precise diagnosis, with exacerbation since bilateral essure placement"), pituitary tumour benign ("prolactin-secreting pituitary adenoma 4mm increased"), leukoencephalopathy ("probable periventricular ischaemic white-matter disease at the supratentorial level") and optic neuritis ("ocular disorders, eyes pain (neuritis), pain in left eye, with exacerbation since bilateral essure placement") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child) in 2015. She has no other (besides the adenoma) major medical history and is not currently on any medication, no cardiovascular risk factors, no history of neurological disorders. Concurrent conditions included prolactin-producing pituitary tumor (prolactin-secreting pituitary adenoma initially 4mm discovered following childbirth with yearly laboratory monitoring, the most recent result of which showed an increase) since 2015, headache, paraesthesia (fluctuating tingling sensation on the left side of chest) since october 2015, dysaesthesia (fluctuating dysaesthesia of left upper limb and left side of face) since october 2015, optic neuritis and nonsmoker. Concomitant products included anesthetics, general from 27-feb-2017 to 27-feb-2017 for medical device removal. On (B)(6) 2016, the patient had essure inserted. In september 2016, the patient experienced headache ("headache, left retro-ocular headache with pain on mobilisation of the eye, related to asthenia, with exacerbation since bilateral essure placement"), myalgia ("muscle pain"), arthralgia ("joint pain"), dyspepsia ("burning sensation in stomach"), hiatus hernia ("hiatus hernia") and the first episode of paraesthesia ("tingling"). In october 2016, the patient experienced neurological symptom (seriousness criterion medically significant), optic neuritis (seriousness criterion medically significant), dysaesthesia ("dysaesthesia in the left brachiocephalic, over the entire left lower limb, with exacerbation since bilateral essure placement"), dizziness ("onset of dizziness with blurred vision") and vision blurred ("onset of dizziness with blurred vision"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), leukoencephalopathy (seriousness criterion medically significant), the second episode of paraesthesia ("paraesthesia in limbs, with exacerbation since bilateral essure placement"), anxiety ("anxiety"), hypoaesthesia ("epicritic hypo-aesthesia in the left upper limb, with exacerbation since bilateral essure placement"), asthenia ("asthenia"), stress ("stress"), facial pain ("pain radiating to the right side of face") and nausea ("frequent nausea") and was found to have pituitary tumour benign (seriousness criterion medically significant), quality of life decreased ("patient's quality of life was changed") and weight decreased ("weight loss of 4 kg in 2 months"). The patient was treated with analgesics and surgery (laparoscopic retrograde bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2017. In march 2017, the neurological symptom, headache, dizziness, myalgia, arthralgia, dyspepsia and hiatus hernia had resolved. At the time of the report, the allergy to metals, pituitary tumour benign, leukoencephalopathy, optic neuritis, quality of life decreased, dysaesthesia, the last episode of paraesthesia, anxiety, weight decreased, hypoaesthesia, vision blurred, asthenia, stress, facial pain and nausea outcome was unknown. The reporter provided no causality assessment for allergy to metals, anxiety, arthralgia, asthenia, dizziness, dysaesthesia, dyspepsia, facial pain, headache, hiatus hernia, hypoaesthesia, leukoencephalopathy, myalgia, nausea, neurological symptom, optic neuritis, pituitary tumour benign, quality of life decreased, stress, vision blurred, weight decreased, the first episode of paraesthesia and the second episode of paraesthesia with essure. The reporter commented: physician stated in report of visit of oct-2016, patient currently has fluctuating non-specific dysaesthesia on the left half of her body. It is difficult to make a formal diagnosis of an inflammatory episode since the symptoms seem to have progressed over the past year and seem to have worsened in the past two weeks in a context of stress. On 31-jan-2019 it was reported that one physician was questioning himself about a potential nickel allergy and about causality with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Electromyogram - in 2016: no findings. Laparoscopy - on (B)(6) 2017: exploration of the peritoneal cavity did not find any perforation or sub-peritoneal migration of the inserts, retrograde bilateral salpingectomy was performed leading to removal of both inserts in their entirety. Neurological examination - in 2016: no discernible sensory or motor deficit, deep tendon reflexes were slightly brisk, but diffuse, with no pyramidal syndrome, no babinski or hoffman sign, no cerebellar syndrome and no abnormality of cranial pairs.. Nuclear magnetic resonance imaging brain - on 19-oct-2016: probable periventricular ischaemic white-matter disease at the supratentorial level. Demyelinating injury of white matter seemed less likely. No active cerebral parenchymal abnormality.. Ultrasound doppler - in 2016: normal. Quality-safety evaluation of ptc: a product quality defect could not be confirmed but was considered plausible. However, based on the available information and nature of the reported medical events a causal relationship is not plausible. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: confirmation from the local health authorities that (deleted) case 2017-147063 (bfr-2017-fr-005307) (MFR number 2951250-2017-02928) was a duplicate of this case. It included a report from the consumer via the health authorities in france - new reporters (consumer and regulatory authority afssaps - reference numbers (B)(4); consumer's demographic data; essure insertion date update ((B)(6) 2016); essure lot number (d72013); new adverse events (muscle pain, joint pain, burning sensation in stomach, hiatus hernia and tingling); onset date of events (sep-2016) and stop date of events (mar-2017). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.